Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 175.1 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient recently transferred their care to a new hcp and during the transferring of care a refill appointment was missed. The low reservoir alarm occurred on (B)(6) 2018. It was noted that upon interrogation of the pump, it was read to be empty. No troubleshooting was done due to the lack of access to the product. It was noted that they did not have the patient's drug in the clinic. No symptoms were reported. No further complications have been reported as a result of this event.